Event description:
Our rep. Is reporting to us that during an arthroscopic meniscal repair with the use of an omnispan applier, 3 omnispan fasteners and a competitors device for fastening, the surgeon experienced a series of deployment failures with the omnispan devices that led to an open procedure for remedy. It appears that during this procedure the surgeon had problems manipulating the "red trigger" for the deployment of the 2nd of the fasteners in the 2 fastener device. On one of the deployment attempts, the silicone tubing bunched up preventing deployment, on a subsequent attempt, the back stop became free and loose, and on a third fastener it would just not deploy. The surgeon went to a competitor's device; however it somehow failed to work. At this point in time, for whatever reason, the surgeon chose to go open for remedy for completion. All complaint devices were discarded at the user facility. Also see associated mdrs 1221934-2012-00027, 1221934-2012-00028 and 1221934-2012-00029

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
The complaint device is not being returned, which precludes conducting an evaluation; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Despite outreaches, no further information has been received. The surgeon seemed to be having issues not only with the mitek devices, but also with the competitor's devices as well; could be a technique issue. Outside of that consideration, we cannot tell anything from this; we cannot discern a root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.